Event description:
During a shoulder repair the very distal tip of a bioknotless inserter broke off into the anchor and remains therein captured within the patient's bone. The case was concluded successfully without further incident or harm to the patient.